Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to both patient morphology/pathology and procedural conditions, as the large leaflet flail and gripper line removal appear to have affected leaflet insertion in the clip. The reported unchanged mr was likely a result of the slda and leaflet flail, and; therefore, related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report a single leaflet device attachment (slda).it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The anterior leaflet was observed to have a significant flail; however, after 11 grasping attempts to ensure good placement it was decided that placement of the clip would be satisfactory; therefore, the clip was deployed laterally. Mr grade was reduced to 3+. The clip looked stable; therefore, the gripper line was pulled for removal without resistance. The clip was observed to be pulling slightly towards the atraumatic tip as expected, the gripper line was removed and it was observed that a slda had occurred as the clip slipped off the posterior leaflet. The clip was noted to be firmly attached to the anterior leaflet. A second clip was prepped and placed as close as possible without touching the first clip, somewhat stabilizing the first clip. The mr grade returned to 4+; therefore, the decision was made to end the case. No additional information was provided.